Event description:
Joint pain, migraines, arthritis, hair loss, vision problems, severe neck pain, I have been to so many different specialist, all to learn these so called safe. Allergan silicone implants aren't really safe. There are thousands of women all with the same symptoms. We have all become severely sick due to these implants. It is very sad that there are still on the market. I was in a 10 year study to get these implants. I believe they kept up with me for maybe four years. We are being told by our doctors there is no way that these implants are causing our disabilities. They will not even acknowledge the possibility of this. These should have the same warnings as cigarettes. They are dangerous and have caused me extensive pain and suffering. If you want test studies, we are all on (B)(6). We are all women who have become sick. It has taken years for some to find answers as to what is making them so sick. Women need to be made aware that breast implant illness is very real. Drs need to be made aware. These implants are causing hundreds of thousands of dollars in medical bills, not to just but to the insurance companies having to pay for our specialist. There are so many women who have become healthy because they have removed their implants. This is not just a coincidence. We are growing daily with new members! Please help us and be an advocate for us. I have not explanted yet, but many do have their implants. I have not had the money yet to get these toxic bags taken out.